Event description:
This report is based on information provided by philips remote engineer service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that the device exhibited symptoms of a critical device failure. There was no patient involvement.